Manufacturer narrative:
Additional concomitant medical products: product ID: 3037, (B)(4), product type: programmer. Patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor. Patient reported that when she tried to connect the patient programmer (pp) to her interstim, got no response. The patient confirmed she noticed this issue a month ago. The patient also reported that she has notice a return in her symptoms, that was brought on whenever she did any exercises or went walking. The patient also reported her pp battery died "probably sometime in (B)(4)". Patient stated she has previously tried different settings on the external device, but the pp still won't connect. The patient was in a hospital for unrelated medical condition. The patient stated that it the hsp gave her an MRI "against her wishes", but when she left the hospital, her implant was working. Patient noted her stimulation was at 1.2v and was off. The patient didn't know how the stim was turned off. The patient inquired if the MRI could've turned the implant off. The patient reported she now felt stimulation, but didn't know when she stopped feeling stimulation. The patient turned therapy back on and indicated her reason for calling was resolved. There were no further symptoms or complications reported or anticipated.